Manufacturer narrative:
This report is submitted on 4 november 2020.

Event description:
Per the clinic, the patient experienced a lack of clinical benefit with device use resulting in explant of the device on (B)(6) 2019. It is unknown if the patient was re-implanted with a new device.